Event description:
The customer stated the machine kept shutting off while taking pictures and was bringing up an error message. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.